Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg blood collection tube there was plastic foreign matter under the tube cap causing no specimen to be drawn. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 1 punctured sample and 1 photo for investigation. Evaluation of the sample indicated a thin line of plastic curled underneath the cap. The photo was reviewed and the indicated failure mode of underfill was observed. (B)(4) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Additionally, (B)(4) retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes underfill and foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.